Event description:
A patient was implanted with a prodisc c device at level c5-c6 on (B)(6) 2021. The implant was removed on (B)(6) 2023. The patient presented with radiculopathy and kyphosis at the c5-c6 index level where the device was implanted. X-ray images were provided. The reason for the removal was the implant had migrated posteriorly and the surgeon noted during the removal surgery that the endplates of the prodisc c device were not integrated with the bone from the vertebral bodies.

Manufacturer narrative:
A review of the device history record was conducted and found no ncmr's, deviations, or anomalies. Complaint trending showed that the rate of complaints remains within acceptable limits. A review of the risk assessment found that the risks associated with the complaint are identified and mitigated to a level where the benefits outweigh the risks. A device evaluation could not be completed as there was no indication the hospital released the implant. The complaint investigation did not identify a cause for the implant migration which led to the removal surgery. Based on the surgeon's comments, there was no malfunction of the device and the patient's symptoms of radiculopathy and kyphosis were likely caused by the implant's posterior migration following the initial implantation surgery. There was no indication from the post-operative x-rays after the initial implantation surgery that the implant placement was incorrect or there was any anomalies with the patient's bony anatomy which may have contributed to the migration. This submission is 1 of 1 devices involved in this event.